Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained in the use of the prostar device. It should be noted that the prostar xl instructions for use in the caution section states that this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported failure to achieve hemostasis appears to be related to the absence of training. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of an unspecified artery was attempted using the prostar device after a transcatheter aortic valve implantation procedure. Reportedly, the sutures of the prostar device did not hold and an unspecified covered stent had to be used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly not trained in the use of the prostar device. No additional information was provided.